Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2018-06608. It was reported that the catheter was froze to the guidewire. A 190cm straight tip samurai guidewire had stuck in the inner lumen of the nc quantum apex balloon catheter and was pulled out with the balloon. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes, catalog/model #, device lot number, device expiration date, device manufactured date: updated. Upn- search corrected from unk651 - nc quantum apex - cmc - maple grove (intervent cardio) - interv cardiology - 30000 to h7493912420400 - nc quantum apex mr 20mm x 4.00mm - 39124-2040. Upn corrected from unk651 to h7493912420400. Device evaluated by MFR: the returned product consisted of a nc quantum apex balloon catheter and the related guide wire. The balloon was loosely folded, and the returned wire had a kink that was located 3 cm from the tip of the device, and was measured to be .014¿. There was blood in the wire (inner) lumen and dried contrast in the balloon. The tip, balloon, markerbands, inner/outer lumen(shaft) were microscopically and tactile inspected. Inspection revealed tip damage (slightly flared), inner kink at the proximal edge of the proximal markerband (26 mm from tip). The inner diameter of the wire lumen was measured at both ends with a calibrated pin gauge set; it was .014" at both ends. Functional testing was completed with the returned, related guide wire. The guidewire was backloaded into the tip of the nc quantum apex and advanced for 26 mm, then stopped at a kink in the inner at the proximal edge of the proximal markerband. The wire was then inserted into the port weld/exit notch, and the wire advanced for 22.4 cm and stopped again, at the proximal edge of the proximal markerband (advanced for a total of 22.4 cm). The wire was able to be withdrawn from the device. There was evidence of damage contributing to the reported guide wire difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID #2134265-2018-06608. It was reported that the catheter was froze to the guidewire. A 190cm straight tip samurai guidewire had stuck in the inner lumen of the nc quantum apex balloon catheter and was pulled out with the balloon. There were no patient complications.